Manufacturer narrative:
Device received in a condition that made analysis impossible; at the time the suspect device recieved, the device could not be primed due to a defective button.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No adverse event reported. A request was made for the return of the product, replacement was sent.